Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in situ measurements from (B)(6) 2017 showed all electrodes with high impedance status. Previous measurements showed a functioning device. No trauma or accident was reported. The recipient's caregivers could not identify when the device stopped working.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but was not received for investigational purposes yet.

Event description:
Device malfunction is suspected. No trauma or accident was reported. The recipient's family could not identify when the device stopped working. The recipient was re-implanted. The device has been requested but not yet received for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
Device malfunction is suspected. No trauma or accident was reported. The recipient's caregivers could not identify when the device stopped working. Imaging was to be carried out in (B)(6) 2018. Despite multiple requests, no further information about imaging results or a decision regarding explantation surgery have been communicated.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet. This is a final report.

Event description:
Device malfunction is suspected. No trauma or accident was reported. The recipient's family could not identify when the device stopped working. The recipient was re-implanted.